Manufacturer narrative:
No product will be returned per customer. The customer complaint of the IV set leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a solution of d5w and leucovorin was infusing at a rate of 270 ml/h when after 30 minutes a leak was noted from the IV tubing. The rn stopped the infusion and disconnected it from the patient. There was no patient harm.

Manufacturer narrative:
Concomitant products: 250 ml baxter 5% dextrose injection bag , lot # w5k18c1, expiration feb 17; therapy date (B)(6) 2016. The customer¿s report of a leak was confirmed. A 1.5 inch crack on the accuslide was found during initial visual inspection and functional testing through a gravity run confirmed the crack was the source of the leak. The root cause of the leak was determined to be due to a cracked accuslide. The origin of the accuslide crack is unknown.